Event description:
It is alleged a pride scooter caught fire while charging. No injury reported.

Manufacturer narrative:
Evaluation anticipated, but not yet begun. A follow-up report will be submitted upon completion of investigation.